Manufacturer narrative:
An event of shortness of breath and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the implanter believed the cause of embolization was due to the large left atrial appendage. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was reported that 34 mm amulet device was implanted using same delivery system used with 31 mm amulet device. Please note that per the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." H6 medical device problem code: code 2017 removed.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an abbott delivery system. The sizing of the device was determined by transesophageal echocardiogram (tee) and fluoroscopic measurements. The average orifice was 33.6mm, landing zone was 28mm, and depth was 32mm. During procedure, the device was determined to be too small to occlude the appendage. The 31mm amulet was removed from the patient prior to release. There was no additional product experience other than a mis-sizing. A new 34mm amplatzer amulet left atrial appendage occluder selected. During procedure, the tension test was performed, and the close criteria were satisfied. The amulet was successfully implanted using the same delivery system, and the device compression was in the tire shape. On (B)(6) 2023, the patient was re-admitted to the hospital with shortness of breath, and it was noted that the amulet device had embolized. The device was in the left atrium (la). There was no obstruction/blockage of blood flow. The device was removed emergently via transcatheter snare. The implanter believes the cause of embolization was due to the large left atrial appendage. The patient was reported to be stable with no complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown size delivery system. During procedure, the device was determined small. The sizing of the device was determined by tee (transesophageal echocardiogram) and fluoroscopic measurements. The 31mm amulet was removed from the patient prior to release. There was no additional product experience other than mis sizing. A new 34mm amplatzer amulet left atrial appendage occluder selected. During procedure, the tension test was performed and the close criteria were satisfied. The amulet was successfully implanted using the same delivery system, and the device compression was in the tire shape. On (B)(6) 2023, the patient was readmitted to hospital with shortness of breath and it was noted that the amulet device had embolized. The device was in the left atrium (la). There was no obstruction/blockage of blood flow. The device was removed via transcatheter snare. The implanter believes the cause of embolization was large appendage. The patient was reported stable with no complications.